Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. It was noted the atp accelerated the patient's rhythm into the vf zone, and a shock was delivered and converted the rhythm. Technical services was consulted and the physician requested device interrogation to be performed the next day. The device remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). It was noted the atp accelerated the patient's rhythm into their vf zone. A shock was delivered and successfully converted the rhythm. The patient reported symptoms of chest pain. Technical services was consulted. The patient was hospitalized due to receiving a shock and reporting symptoms of chest pain. The patient was evaluated while in the hospital and the physician opted to not make any changes at this time. The device remains in service at this time. No additional adverse patient effects were reported.